Event description:
During device evaluation, the baxter service technician reported a colleague infusion pump with an inoperable stop key on channel b. No patient injury or medical intervention was reported. The current software version of this device is unknown. No additional information was available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Trend review indicates that baxter has received similar reports. Service history review indicates that this device has not been previously sent into service for the reported condition of "failure code 810:04".

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:04 and determined the root cause to be an out of calibration air in line printed circuit board. The air in line printed circuit board was replaced to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
During device evaluation, the baxter service technician reported a colleague infusion pump which experienced failure code 810:04. No patient injury or medical intervention was reported. This is involving a pump with software version (B)(4) which is categorized as colleague 2006 (remediated). No additional information is available.

Event description:
Complainant alleged that while attempting to treat a pt, the electrodes would not adhere to the patient's skin. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.